Event description:
It was reported by the clinician that they attempted to insert the intra-aortic balloon into the sheath, but were unable to advance. As a result, another kit was opened and used. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.